Event description:
During the attempt to advance the top cap off the suprarenal stent, resistance was encountered. No anatomical conditions such as extreme tortuosity, that may have complicated device delivery. After several forceful attempts, the top cap was able to be advanced off the suprarenal stent. No other complications were encountered.